Event description:
Customer's father reported that the insulin pump was dropped on a roller coaster, hit something and was broken into pieces. The blood glucose reading was 369 mg/dl. Customer was treated with a bolus. Nothing further was reported.

Manufacturer narrative:
The insulin pump was completely destroyed. It was received with a severely cracked and broken off case assembly, missing electronic assembly, motor and vibrator motor assembly. It was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratched display window.